Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 347 and 417 mg/dl. The customer's expected fasting blood glucose test result range is 145 - 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 261 mg/dl and 318 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date at time of call is two weeks. Customer stated he has not had any recent changes in his daily routine such as diet, exercise, or medications. Customer also stated he is concerned with the (B)(6) 2017 readings obtained back to back, but he is more concerned with the high readings. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:347mg/dl, 417mg/dl and 122mg/dl, 262mg/dl, 334mg/dl.